Event description:
A pump with failure 570:320. It is unk when the failure code occurred. There was no pt injury or medical intervention necessary to the hosp rep.

Manufacturer narrative:
The pump is in the process of being evaluated.